Event description:
According to the physician, post procedure on (B)(6) 2012, the patient complaints of dyspareunia and stress urinary incontinence (sui). All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown and unavailable.